Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the latch/lock sensor. As a result, the downstream occlusion seal and latch lock sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not recognize the lock ver.2120-106 during testing. During physical inspection, it was found that there was an issue with the latch/lock sensor. There was no patient involvement, no injury was reported.